Event description:
During a coil embolization procedure of the pcom artery, the 4th coil (orbit mini complex fill 2x1.5- 637mf0201/15213020) had resistance prior to entering the microcatheter. After several attempts, the coil system was withdrawn, and the coil was found stretched. Prior to the event, the coil had passed the y valve and it was screwed on. The coil introducer was completely seated in the microcatheter hub. During insertion, the y connector was opened sufficiently to allow passage of the coil delivery system /introducer, and the y connector was closed to secure the coil delivery system/introducer and prevent movement. There was no possibility that the y connector was over tighten. No damages were noticed on any section of the delivery system that might have contributed to the event, and there were no issues during removal from the plastic hoop that may have contributed to the event. After the event, other than the reported event, no other damages were noted (coil system (unraveled, stretched, kink, bend, fracture, separated, etc). The device was changed to another one to complete the procedure without any patient injury reported.

Manufacturer narrative:
The product was received for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During a coil embolization procedure of the pcom artery, the 4th coil (orbit mini complex fill 2x1.5- 637mf0201/15213020) had resistance prior to entering the unknown microcatheter. After several attempts, the coil system was withdrawn, and the coil was found stretched. Prior to the event, the coil had passed the y valve and it was screwed on (tightened). The coil introducer was completely seated in the microcatheter hub. During insertion, the y connector was opened sufficiently to allow passage of the coil delivery system /introducer, and the y connector was closed to secure the coil delivery system/introducer and prevent movement. There was no possibility that the y connector was over tighten. No damages were noticed on any section of the delivery system that might have contributed to the event, and there were no issues during removal from the plastic hoop that may have contributed to the event. After the event, other than the reported event, no other damaged were noted (coil system (unraveled, stretched, kink, bend, fracture, separated, etc). The device was changed to another one to complete the procedure without any patient injury reported. A non-sterile orbit mini complex fill 2x1.5 was received coiled inside of plastic bag. The hypotube was inspected and a kink was noted at 78 cm from the hub. The introducer was zipped and in good condition. The support coil, gripper and embolic coil were inside of the introducer. The gripper was found in good condition while the embolic coil was stretched. Some waves were found on the product which appears to have occurred during the handling of the unit when this was returned for evaluation. The embolic coil and the gripper were inspected under microscope; the gripper was confirmed to be in good condition; while the embolic coil was confirmed to be stretched. A lab sample prowler select plus was flushed using a lab sample syringe (nipro), after that the received orbit was introduced into the microcatheter and even the kink found on the orbit it could pass through the microcatheter lab sample and it was advanced smoothly to the microcatheter's distal tip. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported inability to insert the orbit coil into a lab sample microcatheter was not confirmed with functional testing; there were no anomalies using a lab sample microcatheter. The reported stretched condition of the coil was confirmed. Although a definitive conclusion cannot be made, it appears that the unknown microcatheter and/or the introduction technique contributed to the event and to the stretching of the coil. Neither the analysis nor the device history records indicate a relationship to the manufacturing process. Additionally, inspections are in place to prevent these types of failures from leaving from the facility. Therefore no corrective action will be taken at this time.

Manufacturer narrative:
A non-sterile orbit mini complex fill 2x1.5 was received coiled inside of plastic bag. The hypotube was inspected and a kink was noted at 78 cm from the hub. The introducer was zipped and in good condition. The support coil, gripper and embolic coil were inside of the introducer. The gripper was found in good condition while the embolic coil was stretched. Some waves were found on the product but apparently can occur during the handling of the unit when this was returned for evaluation. The embolic coil and the gripper were inspected under microscope; the gripper was confirmed to be in good condition; while the embolic coil was confirmed to be stretched. One microcatheter prowler select plus (cordis lab sample) was flushed using a lab sample syringe (nipro), after that the received orbit was introduced into the microcatheter and even the kink found on the orbit it could pass through of the microcatheter lab sample and it was advanced smoothly until the microcatheter's distal tip. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "impeded" was not confirmed, the orbit could pass through a lab sample mc with no anomalies noted. The failure reported by the costumer as "unraveled/stretched" was confirmed. The cause of the failure experienced by the costumer and the damages found on the device could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally, inspections are in place that prevents these kinds of failures leaving from the facility. Therefore, no corrective action will be taken at this time. Additional information will be submitted within 30 days of receipt.